Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post-open plastic surgery, the suture broke and the knots remained intact. There was no patient injury.